Event description:
Pharmacy employee in sterile compounding IV room opened new bd 50 ml syringe for compounding. Syringe contains white plastic/crystal flakes in barrel. This problem was identified prior to using the syringe, syringe was set aside and not used. No other syringe in pharmacy supply contains similar appearance. FDA safety report ID# (B)(4).